Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-dec-2022. [Additional information]: on 28-dec-2022, additional information was received; the information indicated that there was no blood flow restriction / reduction as a result of the reported issue. There was no damage reported other than the kink on the delivery wire. There was no resistance experienced while advancing the guidewire through the microcatheter. Information related to the aneurysm size, characteristics, and whether there was any vascular tortuosity at the target site could not be obtained. The lot number of the prowler select plus (str) microcatheter used was also not able to be obtained. E.1: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00793. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted cerebral coil embolization procedure targeting an unruptured aneurysm on the basilar artery, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3077440203) was used. The complaint pulserider was delivered via a prowler select plus (str) microcatheter (catalog & lot# unknown). The position of the pulserider andr was adjusted by applying torque, but the position did not fit. The pulserider anrd was removed once and re-delivered again, but there was an intensive resistance felt when the complaint device was advancing through the tortuous part of the vertebral artery. The position was adjusted by applying torque again, but the pulserider anrd was not able to be implanted. It was reported that the physician felt an intense resistance and the entire system seem to ¿slip off.¿ the pulserider anrd was replaced with another stent, a neuroform atlas® stent system (stryker); it was implanted. Coil embolization was performed and the procedure was completed without any negative patient impact. The complaint indicated that there was continuous flush maintained through the microcatheter. Other concomitant devices used were an 8fr asahi fubuki guide catheter (asahi intecc) and a guidepost® distal access catheter (tokai medical).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Model number: the product catalog and lot numbers are not available, not reported. The unique identifier and expiration date of the device is not known. The name, phone and email address of the initial reporter is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. Conclusion: the healthcare professional reported that during a stent-assisted cerebral coil embolization procedure targeting an unruptured aneurysm on the basilar artery, a pulserider t shape, 8mm , 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3077440203) was used. The complaint pulserider was delivered via a prowler select plus (str) microcatheter (catalog & lot# unknown). The position of the pulserider andr was adjusted by applying torque, but the position did not fit. The pulserider anrd was removed once and re-delivered again, but there was an intensive resistance felt when the complaint device was advancing through the tortuous part of the vertebral artery. The position was adjusted by applying torque again, but the pulserider anrd was not able to be implanted. It was reported that the physician felt an intense resistance and the entire system seem to ¿slip off.¿ the pulserider anrd was replaced with another stent, a neuroform atlas® stent system (stryker); it was implanted. Coil embolization was performed and the procedure was completed without any negative patient impact. The complaint indicated that there was continuous flush maintained through the microcatheter. Other concomitant devices used were an 8fr asahi fubuki guide catheter (asahi intecc) and a guidepost® distal access catheter (tokai medical). Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00793. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.